Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: healthcare professional first noted the change in appearance of the upper lip skin immediately after injection on close inspection but the patient did not notice any difference in the appearance. The difference in appearance was still there when the patient was injected again 2 weeks later. Patient had also been reviewed by a doctor and it was noted that "it may take several months for the discolouration to resolve." The patient continues to have a "slight discolouration" in the area of occlusion.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of small spots, fordyce spots, slight hypo-pigmentation, bruising, pink, arterial occlusion, pustules and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ecchymosis, erythema, ischemia, inflammation, skin discoloration, skin inflammation: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site." Method of use ¿ posology. ¿ "modification or use of juvéderm® ultra® xc outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured." Warnings: ¿ "juvéderm® ultra® xc must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). ¿ do not inject into the blood vessels (intravascular). ¿ do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips. The patient developed "several small spots" noted as fordyce spots and "a slight hypo-pigmentation" noted as bruising. About 2 weeks after the initial injection, the patient was injected again using the remaining product from the first injection in the lower lip, nasolabial folds and mental crease. Three hours after injection, the patient notified the injector that a "weird bruise" had developed in the right nasolabial fold. There was no complaint with the lips. The patient returned to the clinic to be reviewed and the "area of occlusion was pink and well perfused." The patient had also developed "pustules and inflammation in the area of occlusion." The patient was then treated with hylase. On the following day, the patient returned to the clinic for another review, was treated with additional hylase and given antibiotics all provided by another healthcare professional. About 2 weeks later, the patient was reviewed again and had "good perfusion in the area of arterial occlusion." Currently, the patient is "cleared of all pustules." There remains "some discolouration in the area" that is expected to clear over the "coming weeks."